Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has no battery backup. There was no harm reported onsite.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1 initial reporter, e2, e3, g3, g6, h2, h3, h6 health effect ¿ impact codes, h11.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has no battery backup. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked systems performance on iabp trainer & demo balloon, working ok. System having low battery back up of around 90 min even after keeping unit on overnight charging. Need to replace battery set. No replacement performed. Quote has been sent to the customer, customer interested in buying the spare part but due to regulatory issue, logistic is not able to import the batteries. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (UDI ).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion).

Event description:
N/a.